Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a hardware removal was performed due to non-union, reamer irrigator aspirator (ria) bone graft harvest, ria bone graft application into the nonunion site. The original date of implantation was unknown. There was no surgical delay reported. The procedure was successfully completed. The patient outcome non-union. This report is for one (1) unknown screw. This is report 3 of 5 for complaint (B)(4). This event involves total fifteen (15) devices. This complaint reports 5 devices, reaming devices are reported under related complaint (B)(4).